Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failed to close.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during a biopsy procedure performed on (B)(6) 2023. During the procedure, the jaws of the forceps was unable to close. The procedure was completed using a different device. There were no patient complications reported as a result of this event.